Event description:
It was reported that the right ventricular (rv) lead was sensing noise. Programming changes were made to help minimize the noise. There are no plans to implant a new rv lead due to patient preference. No adverse health consequences to the patient.